Event description:
It was reported that there was stimulation/therapy issues, and there was rib stimulation on the right and no ¿lb¿ coverage was on the left. No actions were required as a result of the event. Testing or troubleshooting that was performed was impedance testing and reprogramming. Patient status at the time of the report was alive no injury. Patient symptoms included stimulation at the right rib and no stimulation in the left lower back. The issue or symptoms was at the right rib. It was unknown what the event cause was but was likely lead position; imaging would be done that week. It was unknown if it was device related. Impedance testing was within normal limits but they were unable to eliminate rib stimulation. It was unknown how the patient was doing and unknown if they were receiving effective therapy; follow-up would be done that week. The patient would be seen on thursday. Assessment and reprogramming was done or planned. No system malfunctions were seen. The patient¿s therapy was effective at the end of the report. The company representative reported four months later that the patient was unable to have the lead revised for rib stimulation on (B)(4) 2015 due to anatomical issues per the doctor. There was scar tissue and stenosis. The doctor will refer the patient for a lami lead. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that a lead revision had been discussed since very early post implant. The patient had rib stimulation but good therapy and relief in the right leg and right low back and a lack of therapy to left low back. The lead revision failed due to an inability to advance the lead due to scar tissue and stenosis. The patient was to be referred to spine surgeon for paddle lead.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n490261, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information received from a manufacturing representative (rep) reported that the current battery was at 3.00v. They were going to replace the percutaneous lead with a paddle lead to address the rib stimulation that the patient was currently feeling. The paddle lead revision was successful and the rep was going to follow up with the patient on (B)(6) 2015.